Manufacturer narrative:
Results: the returned jetd was kinked approximately 18.0 cm from the hub and ovalized approximately 107.0cm from the hub. Conclusion: evaluation of the three returned jetds was unable to confirm distal kinks. All devices were kinked on the proximal end in a similar location with similar damage. The kinks were likely inadvertently reported as distal instead of proximal. If the device is forcefully advanced against resistance, damage such as a kink may occur. The similar location and damage to all three jetds suggests a common external influence which may have caused or contributed to resistance. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. The distal ovalization on the first jetd evaluated was determined to be incidental to the reported complaint. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-02005, and 3005168196-2019-02006.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02005; 3005168196-2019-02006.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd). During the procedure, the physician made a pass using the jetd with a neuron max 6f 088 long sheath (neuron max) and a velocity delivery microcatheter (velocity). While attempting to making another pass, the physician advanced the jetd and approximately 20 to 30 centimeters from the distal tip became kinked; therefore, the jetd was removed and a new jetd was then used. The physician advanced the jetd and the same issue occurred, in that, approximately 20 to 30 cm from the distal tip became kinked; therefore, the jetd was removed and the physician used another jetd to make a pass; however, while retracting, approximately 20 to 30 centimeters from the distal tip became kinked; therefore, this jetd was removed. The physician attempted to complete the procedure using non-penumbra stent retrievers with the same neuron max; however, it was unsuccessful, and the physician was unable to completely remove the remaining clot using any of the devices. There was no report of an adverse effect to the patient.